Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage channel was replaced and the generator was calibrated during the service call. The system was put back into service.

Event description:
It was reported that the 9800 system had a ma sensor error, the c-arm would not move and there was a loss of image. No pt injury was reported.